Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagent, a false positive result was obtained. The customer reran the sample on another instrument and upon repeat the result was negative. There was no indication that erroneous results were reported out or any report of patient impact. (B)(4).

Manufacturer narrative:
Investigation summary: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported receiving erroneous curves and request analysis of amplification curves and monitoring of results. Field service was dispatched. Field service determined that there was high fluorescent and low CT, shapeless amplification that shows positive results. It is recommended by the cdc and who that to confirmed positivity if the curve is not sigmoidal. But with this case evaluation of patient symptom should be considered to support the diagnosis. Repeat of the sample on another instrument shows a negative result. Root cause cannot be determined with the information provided. The case is confirmed based on the information provided. No parts were replaced or returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagent, a false positive result was obtained. The customer reran the sample on another instrument and upon repeat the result was negative. There was no indication that erroneous results were reported out or any report of patient impact. (B)(4).